Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator started smoking and shutdown. It was additionally reported that the ventilator turned on and off intermittently. The service personnel (sp) inspected the ventilator and could not confirm the smoke or burning smell coming from the vent. Sp checked all printed circuit boards (pcbs) of the card cage and found no evidence of heat damage. The sp did find that the batteries would not charge and replaced them to address this. The unit passed all test and calibrations as per manufacturer specifications at the time of service. A review of the ventilator¿s logs showed evidence of the reported ventilator intermittently "turning on and off" during use which would have resulted in a loss of ventilation (lov). While investigation could not determine a cause of the reported event of smoke, the investigation isolated the cause of lov to an existing internal investigation/action. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator started smoking and shutdown. It was additionally reported that the ventilator turned on and off intermittently. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.